Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had a fall on (B)(6) 2014 and lost scs sys stimulation thereafter. An sjm rep met with the pt and stated no communication could be established between the pt's ipg and external devices. Pt was uncertain of the last time he had charged his scs sys. Rep additionally reported the pt's ipg appeared to have flipped on its side as it was sticking out further than normal. X-rays confirmed the pt's ipg flipped its position in the pocket. Surgical intervention may take place at a later date to address the issue.